Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The rse confirmed there was no fault or failure alleged by the customer. The rse instructed the customer on how to change the spo2 pulse source from auto to spo2/nbp repeat time from off to 5 mins, both parameters were successfully configured. The rse provided documentation/information on product as requested by the customer. Based on the information available, the cause of the reported problem was confirmed to be a configuration issue. After the rse instructed the customer on how to configure the alarm settings, the customer had no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that the system is not giving sound when spo2 drops below 95. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.